Event description:
It was reported that there was a catheter fracture. It was noted that the patient had a surgery the day of report that was unrelated to the patient¿s device or therapy. It was noted that the catheter was nicked/cut. It was reported that the healthcare provider (hcp) wanted the pump turned off. It was noted that the pump was used to infuse dilaudid. It was reported that during back surgery for an unrelated issue, the surgeon cut through the catheter during surgery. It was noted that the manufacturer¿s representative was called in to lower the rate of the pump. It was reported that the ¿pump wires is frayed¿. It was noted that it occurred the day prior during a spinal fusion. It was reported that the pump was turned off. It was noted that the patient is in excruciating pain. It was reported that the pain started the day prior. It was noted that the patient was getting medicine through IV at the time of report. The manufacturer¿s representative reported that they checked the patient¿s pump the day prior and the pump had been put on minimum rate until they fix the catheter. It was reported that the location of the catheter issue was the spinal segment. It was noted that a catheter revision took place (B)(6) 2014. It was reported that additional action or interventions taken as a result of the catheter issue were a new connector pin. It was noted the patient was other medication at the time of the event and included dilaudid. It was reported that the patient is receiving effective therapy.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)